Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months and two weeks of post deployment, a computed tomography of abdomen and pelvis was performed for abdominal pain. The study showed that inferior vena cava filter was noted. Around, four years and nine months later, a computed tomography of thoracic spine was performed for back pain. The study showed that inferior vena cava filter was noted. Some of the legs of the filter have exited the inferior vena cava. One leg has entered the l3 vertebral body, and another one leg has entered into the aorta. The filter was severely tilted, and the apex of the filter touches the wall of the inferior vena cava. Around two weeks later, a computed tomography of abdomen and pelvis was performed for the history of displaced filter. The study showed that inferior vena cava filter was noted. Some of the medial struts are noted extending to the outside of the inferior vena cava with one apparently overlying the aorta and another are also noted at the posterior aortic age. Another strut appears to extend beyond the inferior vena cava posteriorly and to the right. This reflects an interval change since previous exam. The hook of the inferior vena cava filter was tilted at the anterior edge of the inferior vena cava with the suggestion of protrusion beyond the inferior vena cava lumen. Around, two weeks later, patient was planned for filter removal procedure for back pain secondary to inferior vena cava filter. A transverse supraumbilical incision was made and the abdomen was explored. The inferior vena cava was easily visible, and the filter was easily palpable. We circumferentially dissected free the inferior vena cava from just below the renal veins to just above the confluence of the iliac veins. To ligate all the lumbar veins, have to divide the two tines that were extruding from the cava into the aorta and those were divided with the wire cutters. The ends of those tines were then removed. The inferior vena cava was clamped proximally and distally to the filter. A longitudinal venotomy was made and the filter was densely scarred to the cava was carefully freed up and removed. One of the right lateral tines caused a small hole in the cava which was removed. Once all the tines had been removed and the filter was completely removed, we inspected the cava and it appeared to be intact. The venotomy was closed and the small amount of oozing was easily controlled with pressure. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt, and retrieval difficulties. However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone removal system to remove the g2 filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall. - filter tilt - filter malposition the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and detached. The device and strut was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with deep venous thrombosis secondary to a hip fracture and upcoming cerebral surgery was scheduled for placement of a vena cava filter. The right groin was prepped and draped in sterile fashion and access was gained into the right common femoral vein. An inferior vena cavogram performed demonstrated a patent vena cava of appropriate diameter. The renal veins were marked and a filter was deployed below the level of the renal veins. Hemostasis was achieved utilizing manual compression. The patient tolerated the procedure well without complication. Approximately five years six months post filter deployment, a CT scan of the lumbar spine performed for back pain identified the filter to be significantly tilted with limbs extending beyond the caval wall. One limb extended into the l3 vertebral body and another limb extended into the aorta. An abdominopelvic CT scan demonstrated the filter with one limb appeared to be overlying the aorta with another limb noted to be at the posterior aorta. A third limb appeared to extend beyond the ivc posteriorly and to the right. The filter hook was tilted at the anterior edge of the caval wall with the suggestion of protrusion beyond the lumen. Approximately five years seven months post filter deployment, the patient was scheduled for exploratory laparotomy with filter removal and reconstruction of the inferior vena cava due to back pain secondary to filter limb perforation. The abdomen was prepped and draped in the usual fashion and a transverse supraumbilical incision was made. The rectus muscle was divided on both sides and the abdomen was explored. A kocher maneuver was performed and the inferior vena cava was easily visualized with the filter easily palpable. Circumferential dissection freed the inferior vena cava from just below the renal veins to just above the confluence of the iliac veins. In order to ligate all the lumbar veins, the two filter limbs perforating the aorta were divided with wire cutters. The ends of those limbs were then removed and there was no bleeding. Intravenous heparin was administered and the inferior vena cava was clamped proximally and distally to the filter. A longitudinal venotomy was made, and the filter which was densely scarred to the cava was carefully freed up and removed. Upon removal, one of the right lateral limbs caused a small hole in the cava which was closed with 5-0 suture. Once all the limbs and the filter were completely removed, the cava was inspected and appeared to be intact. Therefore, the venotomy was closed with 4-0 suture. Appropriate flushing was carried out, and flow was restored in the cava. There was a small amount of oozing which was easily controlled with pressure. Protamine was administered and the bowel was returned to the abdominal cavity. The incision was then closed with two layers of suture and the skin was closed with staples. A sterile dressing was applied, the patient was extubated, and taken to the recovery room in satisfactory condition. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years and six months post filter deployment, a CT scan of the lumbar spine performed for back pain identified the filter to be significantly tilted with limbs extending beyond the caval wall. One limb extended into the l3 vertebral body and another limb extended into the aorta. An abdominopelvic CT scan demonstrated the filter with one limb appearing to be overlying the aorta with another limb noted to be at the posterior aorta. A third limb appeared to extend beyond the ivc posteriorly and to the right. The filter hook was tilted at the anterior edge of the caval wall with the suggestion of protrusion beyond the lumen. Approximately five years and seven months post filter deployment, surgical removal of the filter was carried out. Based on the provided medical records, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. It should be noted that per the provided medical records, the patient was obese. Per the IFU, "the safety and effectiveness of this device has not been established for morbidly obese patients. There have been reports of complications, including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention." The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - only use the recovery cone removal system to remove the g2 filter. - perforation or other acute or chronic damage of the ivc wall. - filter tilt. - filter malposition. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately five years six months post vena cava filter deployment for deep vein thrombosis, the patient developed low back pain. CT scans performed identified the filter to be severely tilted with limbs extending beyond the caval wall. Two filter limbs were perforating the aorta and one limb extended into the l3 vertebral body. Approximately five years seven months post deployment, the patient was scheduled for exploratory laparotomy with removal of the filter. Wire cutters were used to remove the two limbs extending into the aorta, there was no bleeding. A longitudinal venotomy was made and the filter which was densely scarred to the cava was gently freed up and successfully removed. One limb caused a small hole in the cava and was closed with suture. The cava was inspected and found to be intact. All incisions were closed, sterile dressings were applied, and the patient was transferred to recovery in stable condition. No additional medical records were received for this patient.